Manufacturer narrative:
Bioprosthetic valves are known to have a limited life span as the surgical prosthesis is prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term. Svd is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported a patient implanted with a 33mm 6900 mitral valve for 17 years and two (2) months underwent a valve-in-valve procedure due to mitral stenosis and regurgitation. Bioprosthetic valve degeneration was indicated. A tmvr was successfully performed with a 29mm 9600tfx valve. There were no intraoperative complications. The patient was discharged home on pod #1 in stable and satisfactory condition. Postoperative tte showed no mitral insufficiency with a mean gradient of 5mmhg.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.